Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, perforation occurred and post procedure a pt death occurred. The 75% stenosed lesion being treated was located in the calcified, moderately tortuous proximal to mid left anterior descending (lad) artery. Two non-bsc guidewires were advanced to the lad and the 1st diagonal (dx). Ivus was performed in the lad. The dx was predilated using a 2.25x15mm apex balloon. The physician deployed a 3.50x24mm taxus express2 drug eluting stent. Ivus performed again. A kissing balloon technique was performed for the stent and the dx using a 2.25x15 apex balloon and a 3.5x14mm non-bsc balloon. The proximal portion of the taxus stent was post dilated using a 3.5x14mm non-bsc balloon. Ivus was performed. The physician confirmed the stent was well positioned and well apposed. The procedure was completed. One hour post the stent placement, pt died of cardiac arrest. The physician checked the procedure's angiographic image. There was a possibility that a non-bsc guidewire, which was advanced to the lad, caused vessel perforation. It was unk when the perforation occurred. The official cause of the death is unk as an autopsy has not been performed yet. However, per the physician, the cause of the death is cardiac tamponade, derived from the non-bsc guidewire perforation and the taxus stent is not related to the event. There is no allegation of malfunction with the apex balloon.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.